Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic da vinci prostatectomy procedure, the device fired an incomplete staple line. The device cut but stopped in the middle of the staple line area. The surgeon delayed the surgery for three minutes to over-sew the staple line with suture. There was no patient consequence reported.